Event description:
A report was received regarding an anterior hip prosthesis procedure. As the surgeon was using 3 cables to reduce the greater trochanter, he tightened the cables to 50kg, however, after a few minutes, 2 of the cables loosened and slipped, requiring the surgeon to re-tighten. The surgeon described it as if the cables kept stretching. The surgeon cut and removed the 2 cables and replaced with 2 new cables. This is report #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.